Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that patient presented in the ER after receiving multiple appropriate therapies. High, out of range, pacing lead impedance and fracture were observed on the rv lead. Lead was capped and replaced on (B)(6) 2016. No further information.